Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 38 mg/dl. The customer's blood glucose at the time of the phone call was 286 mg/dl and wanted to troubleshoot insulin pump. Customer does not recall any significant events leading to the error. Troubleshooting found that the customer had recently been to see their endocrinologist and the settings were changed. The customer was advised to monitor pump and to check back with their doctor if their blood glucose goes low again. No further information was provided.